Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that there were scraps of paper in the nozzle. The manufacturing record was reviewed and found no irregularities. Based on the following information, omsc presumed that a piece of waste cloths and paper towels, etc. Clogged in nozzle due to inappropriate reprocessing. According to the inspection result, a/w nozzle was clogged with paper clutter. According to the past similar case, foreign material from waste cloths and paper towels, etc. Might have clogged in nozzle due to inappropriate reprocessing. IFU states to clean external surfaces of device with soft brush / lint-free cloth / sponge. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the reprocessing, the nozzle was clogged. During the inspection, the foreign material in the nozzle was found. It was clarified as paper clutter. There was no report of patient injury associated with the event.